Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1. 14 charging cycles were recorded to the device memory. The memory content of the ICD was analyzed, revealing that the ICD was reinitialized on (B)(4) 2018. No other anomalies were revealed in the data. Therefore, the root cause of the reported safety backup mode activation could not be determined based on the data available for analysis. It cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation. During analysis, a long-term monitoring of the device was performed using different temperature environments. No anomalies were observed. The device behaved as expected. In summary, based on the information available for analysis, no conclusions could be drawn regarding the root cause of the backup mode activation. After re-initialization in the clinic, the device functioned as expected. There was no indication of an ICD malfunction.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
This device was reported to be in backup mode via home monitoring. The patient will be brought in for a followup to reinitialize the device.